Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the provisional fractured during the sterilization process.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was not returned with the complaint; therefore the condition of the component is unknown. This device had an approximate field life of 2 years 1 month. It is unknown how many times the device was used in the field. The receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue. This complaint could not be confirmed because the broken device was not returned for evaluation.